Event description:
International affiliater reported a leak from the silicone tubing. There was no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak in the tubing of a transfer set. The root cause was a small 'v' shaped crack. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line of trends, and take corrective / preventative action as appropriate.